Manufacturer narrative:
The albumin reagent lot number is 912302. The creatinine reagent information was not provided. Based on the available data, a general reagent issue could be excluded. The field service engineer (fse) found split tubing and replaced it. The fse flushed the reagent probe, adjusted the gear pump head, and checked the cell rinse fill levels. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable albumin bc and creatinine results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial albumin result of 59 g/l. The repeat result was 38 g/l. Sample 2 had an initial creatinine result of <5. The repeat result was 109. The creatinine units of measurement were not provided.